Event description:
It was reported that the 9800 system would intermittently not fluoro. No patient injury was reported.

Manufacturer narrative:
The ge service representative performed an on site investigation. The high voltage cable was cleaned and re-greased during the service call. The system was tested and found to be working as intended, and put back into service.